Event description:
Boston scientific received information that during implant, difficulty connecting the right ventricular (rv) lead into the device header was observed. Reportedly measurements with the psa were favorable; however, out of range when connected with the device. The header was then flushed and the lead terminal pin reinserted; exhibiting normal measurements. No additional anomalies were observed and the procedure successfully completed. During follow-up two days post-implant, high out of range impedance values along with high pacing thresholds, were observed. The physician elected to surgically intervene in the upcoming days. During intervention, difficulty was reported during lead terminal pin extraction. As a result, the associated device header was cut for successful extraction. The rv lead was able to be reused with the boston scientific replacement device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual examination revealed a complete lead with set screw markings on the terminal pin. An x-ray showed the rate sense coil and distal high voltage cable, had a slight wavy appearance approximately 3 cm from terminal pin which was likely induced during implant. Extensive testing was then performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Engineers also tested the lead's ability to be inserted into a is-4 header and again, no anomalies were observed: the lead inserted and released as expected. Analysis concluded that the lead was electrically continuous and did not exhibit any manufacturing anomalies that would have cause or contributed to the reported clinical issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the lead was removed from service due to continued high threshold values. The explanted lead was returned for analysis. No adverse patient effects were reported and no allegations against the boston scientific explanted lead.